Manufacturer narrative:
Multiple attempts have been made on 28apr2026, 05may2026, and 12may2026 to try to obtain further case information regarding the troubleshooting/evaluation and repair; however, no response was received, and the malfunction could not be confirmed. The cause or most likely cause of the malfunction cannot be determined at this time as it is unknown which tests were performed to replicate the alleged malfunction and determine the cause. It is also unknown what the outcome of the issue was or how the issue was resolved. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from the patient with no patient harm reported. The customer called technical support to request troubleshooting as a 1203 "low leak-co2 rebreathing risk" alarm error appeared on the screen while the device was in use on a patient. The biomedical engineer (bme) was able to duplicate the reported issue while using the .25 test adapter. The customer checked the exhalation port, and no obstructions were found; the air inlet filter was clean upon inspection, but it has been very dirty in the past. The remote service engineer (rse) advised the customer that either the flow sensor assembly or gas delivery system (gds) would need to be replaced to remedy the issue, discussed air inlet filter management with the customer, and provided the customer with the part number of the replacement flow sensor assembly for repair. This investigation is ongoing.